Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and performed a database consistency and recreated the image store but issue persist. A review of the system logfiles found a license issue. The fse switched the system to open profile mode, removed the existing system license, and cleared the protocols database, but the issue remained. To continue troubleshooting, the fse installed the hard drive from the previous image processing pc and restored a ghost backup. After the restore, the fse uploaded a new license file and reimported the protocols database. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.